Event description:
The sheath was placed into the pt. A 5 fr pigtail catheter was being advanced through the sheath. However, upon advancement, the sheath separated from the fitting. The separated sheath segment went into the artery. A small incision was made at the entry site and the separated sheath was removed.